Event description:
It was reported that four (4) clearlink buretrol solution sets were found faulty (tubing separated from the clearlink). This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional landline): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which observed the tubing was separated from the y-site (clearlink). Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.